Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vial appears to have a leaking issue and for this reason the lens has a cracked on the septum. The lens also is dry and cannot be folded.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse events, event or problem, device available for evaluation?, event problem codes, device evaluated by MFR?, evaluation codes.

Event description:
Correction: lens vial appears to be leaking due to cracked septum. The lens is dry and cannot be folded.

Manufacturer narrative:
The lens and lens vial were returned for evaluation. The lens is in a dried condition and is positioned correctly in the vial. The vial contains no fluid. Visual inspection found dried solution and particulates in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.